Event description:
Report received of the pump infusing past the set volume to be infused. The pump was programmed at 0930 on the day of the event to deliver normal saline at 150ml/hour with a set volume to be infused (vtbi) of 300ml. The pump was reportedly found still infusing at 150ml/hour later that after noon at 4pm. The pt received approximately 800ml of normal saline instead of the 300ml intended to be given over 2 hours. The customer contact reported that she set the vtbi for 300ml, but that the pump may have alarmed at the end of the dose, and someone else may have attended to the pump. There was no reported adverse pt event. The md was notified and no medical interventions were required. According to the customer contact, the pt was discharged home later that same day.